Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 11-feb-2021. The most recent information was received on 18-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ('muscle pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criteria medically significant and intervention required), headache ("headache"), fatigue ("chronic fatigue, exhaustion") and malaise ("malaise"). The patient was treated with surgery (removal of devices). Essure was removed on (B)(6) 2021. At the time of the report, the myalgia and headache outcome was unknown and the fatigue and malaise had not resolved. The reporter provided no causality assessment for fatigue, headache, malaise and myalgia with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ('muscle pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criteria medically significant and intervention required), headache ("headache"), fatigue ("chronic fatigue, exhaustion") and malaise ("malaise"). The patient was treated with surgery (removal of devices). Essure was removed on (B)(6) 2021. At the time of the report, the myalgia and headache outcome was unknown and the fatigue and malaise had not resolved. The reporter provided no causality assessment for fatigue, headache, malaise and myalgia with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.